Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and corroded battery cap contact. Unable to test for currents due to blank display. The insulin pump has cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was cracked near the battery compartment and the display was blank. The customer also reported that the device's battery life was only about one hour. Blood glucose level at the time of the incident was 500 mg/dl which the customer treated with a bolus. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.